Manufacturer narrative:
Isi has received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken conductor wire at the yaw pulley exit. The wire was detached from its connection at the grip. Furthermore, the instrument was also found to have a broken yaw pulley. The yaw pulley was missing a 0.087 x 0.147 piece on the opposite side of the conductor break. This allowed the grip to move within the pulley and have a larger range of motion in the yaw. The known common cause of a broken yaw pulley is due to mishandling/ misuse. Based on the information provided, this complaint is being reported due to the following conclusion: a fragment from the maryland bipolar forceps instrument allegedly broke off into the patient and was not retrieved. Although, no patient harm was reported and the patient has not returned due to post-operative complications as a result of the reported event, the location of the broken fragment is unknown.

Event description:
It was reported that during a da vinci assisted low anterior resection procedure, a broken wire was observed on the maryland bipolar forceps instrument. On october 20, 2016, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the additional information: the surgeon was aware that a fragment fell into the patient during the procedure. The patient had a post-operative x-ray to attempt locate the broken fragment but no foreign object was found. The patient has not returned due to post-operative complications as a result of the reported event. No video recording was available for review.